Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.based on the available information, this event is deemed to be a serious injury. FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow blocked event  with the infusion set on (B)(6) 2026, the blockage is likely at the site and had high blood glucose managed with insulin via pump.